Event description:
Related manufacturer report number: 2916596-2022-15874. It was reported that the patient visited the clinic due damage to the power cables on both their primary and backup system controllers. The patient had also reported that there were multiple audio alarms with no corresponding messages on the display. Both system controllers were exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the alarms resolved after the equipment was exchanged. After the equipment was exchanged the patient was doing well at home

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power lead was visually confirmed. The reported event of audio alarms was confirmed via the log file. The reported event of the alarms not being visible on the screen was not confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 2 days (14dec2022, 25jan2023 per time stamp). Events occurring on 25jan2023 took place during testing at abbott. Atypical power cable disconnect alarms were intermittently active on the black power lead while connected to battery power. These alarms were associated with rsoc invalid fault alarms. The alarms resolved on their own but continually reactivated. The driveline was disconnected for a system controller exchange on 14dec2022 on 14:27:40. Pump operation was not affected. The system controller was returned for analysis with damage to the black power lead. The system controller underwent preliminary and functional testing and operated as intended. The system controller displayed alarms as intended throughout the testing. The system controller was connected to the mock and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. While the damage to the black power lead did not affect operation of the system controller, it was further investigated. There were small cuts in the cable jacket of the black power lead. The power lead was stripped, revealing that this damage affected all underlying layers. When the conductor layer was reached, the clear wire (positive power line) was found to be damaged, and a digital multimeter was used to measure the continuity of the clear wire and it was seen to fluctuate when the power lead was manipulated. Although not reproduced, the damage to the black power lead may have contributed to the reported alarms. Additional provided information communicated on 03jan2023 stated that the alarms resolved post system controller and battery clip exchange. The lot number of the exchanged battery clips was not provided. The patient is doing well at home. The root cause for the reported damage was unable to be conclusively determined through this analysis. The reported alarms were unable to be conclusively determined through this analysis; however, the damaged power lead may have contributed. The root cause for the alarms not being visually displayed was unable to be conclusively determined through this analysis. Incidental finding: green fluid ingress. The device history records were reviewed for the system controller (serial #:(B)(6) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.